Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was not charged due to the patient not receiving effective therapy. The device was explanted, and a new device was implanted. There were complications during the procedure. Effective therapy was established. Patient was stable.